Event description:
Additional information received reported that the patient was receiving effective therapy.

Event description:
It was reported that since the implantable neurostimulator (ins) was implanted it would ¿work for a little bit and then simply cut off, where the patient would stop feeling stimulation¿ and the patient programmer (pp) would show that the ins was off. It was noted that ¿only the sync key¿ was used to check the ins on/off status. It was noted that the patient¿s stimulation amplitude had to be increased ¿a few times¿ in order for the patient to feel stimulation consistently. It was noted that the patient was at an amplitude of ¿10.02¿ and was feeling stimulation. It was noted that there had not been any falls or trauma. It was stated that the impedances were checked at 3.0v, and there were no out of range values. It was further stated that the impedance values were: ¿0-1=1003; 0-2=1090; 0-3=1001; 0-4=962; 0-5=1033; 0-6=985; 0-7=920.¿ it was noted that during the impedance check, the patient had stopped feeling stimulation and had felt a ¿jolt.¿ it was noted that the ins was on. It was noted that the patient was programmed with 2 anodes and six cathodes. It was stated that the group impedances was ¿330.¿ it was noted that the battery voltage was ¿2.685.¿ it was stated that the stimulation would randomly turn off about twice per day and the patient would then use the pp to turn the stimulation back on. It was stated that the stimulation would ¿sometimes randomly come back on,¿ which had happened twice when lying down. It was stated that starting about two weeks ago, the patient¿s stimulation would ¿randomly¿ come back on and ¿most of the stimulation¿ was felt in the patient¿s right hip. It was noted that the stimulation had ¿randomly¿ come back on and was in the patient¿s hip at 6 a.m. On the morning of the day of this report. It was noted that the ins was about 6 inches above the right hip. It was noted that the patient¿s stimulation was usually in the shoulder down to the fingertips. It was stated that the stimulation in the patient¿s hip would usually happen when sitting up. It was noted that the patient would only feel stimulation in the hips when there was no stimulation in the arms, and vice-versa. Additional information received reported that the patient was receiving ¿great pain relief.¿ it was stated that the ins was providing consistent therapy.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete

Event description:
Additional information received reported that the implantable neurostimulator (ins) was explanted. The patient reported that the battery was turning off on its own. The device was returned to the manufacturer for analysis. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3998, lot # va05bej, implanted: (B)(6) 2013, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient received a new device. The location of the implant was changed to his chest area. He was receiving effective therapy.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)), found no significant anomaly. The telemetry and output of the ins battery were okay and it was normal end of life.

Event description:
Additional information received 3 months later reported that the battery turned off on its own and the patient had to use the remote to turn it back on. Impedance testing was performed. There were no patient symptoms reported and the patient was alive with no injury. 6 days later, the device was in end of service (eos) state and the ¿device was literally placed about a couple of months ago.¿ the device was unresponsive so no diagnostics were done. The patient was not receiving therapy and was going to have a surgical consult within the next few days. They were going to discuss regarding battery replacement. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.